Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the reference frame was having visibility issues. The manufacturer representative stated that the frame flickered until the camera cart was rebooted or until they checked the network device interface (ndi) toolbox. It was noted that the issue occurred during set up, and they used a different navigation system for the case. Troubleshooting steps were performed. The manufacturer representative attempt to replicate the issue with the same reference frame. They also tested multiple instruments and reference frames, checked the ndi toolbox for faults, checked for an amber light-emitting diode (led) on the positioning sensor unit (psu), and verified the integrity of the reference frame and tested it with another navigation system. It was further reported that additional troubleshooting steps were performed. The manufacturer representative was able to replicate the complaint. They reported that the reference frame and probe from two different sets were flickering in and out of the tracking window. The further away they moved from the camera, the less it flickered. The manufacturer representative was instructed to go into the ndi toolbox and observed in the event logs that there were warnings about "firmware incompatibility detected.¿ they also reported the system's time was set to an hour earlier. The manufacturer representative updated the system to the correct time. It was noted that they went back into an optical procedure and was able to track the reference frame and instruments with no reported issue. They also checked the connections in the camera chain and complete a system checkout. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h3: a manufacturer representative went to the site to test the navigation system. It was noted that opening up network device inte rface (ndi) toolbox and setting the correct date and time seemed to fix the problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes c19 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.